Event description:
Additional information received reported that prior to the surgery the patient was not able to have an MRI of the foot because of the deep brain stimulation (dbs) device. It was noted that without the MRI, the health care professional couldn¿t see that the patient¿s ligaments were torn apart. The patient stated they were not able to ¿get him back together¿ with surgery. It was noted that not being able to have an MRI resulted in months of problems for the patient because he didn¿t know the ligaments were torn. Refer to manufacturing report # 3004209178-2013-11758 <(>&<)> 3004209178-2013-03147 for additional information on related events.

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), product type programmer, patient product ID, 3387-40 lot# j0424900v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was a side effect from the anesthesia. It was not related to the device or therapy.

Event description:
It was reported, the patient was hospitalized following a foot surgery on (B)(6) 2012. It was reported, following this surgery, that the patient "shut down" and "his parkinson's went way down." It was also reported, the patient could "hardly move," couldn't walk by himself, and they were hospitalized for 18 days following the surgery. It was also reported, the patient's bladder wasn't working and he "almost had kidney failure." It was reported that during the surgery, electrocautery was used. The patient reportedly received therapy following the surgery and was "fine" two days prior to report. Additionally, it was reported, the patient "shut back down again" the day prior to report, following a removal of a skin cancer spot. The caller was redirected to the patient's healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. See manufacturer report # 3004209178-2013-03147.

Manufacturer narrative:
(B)(4).

Event description:
It was also noted that the experienced urinary incontinence.

Manufacturer narrative:
(B)(4).